Manufacturer narrative:
The insulin pump was returned with an energizer ultimate lithium battery. The insulin pump alarmed motor error during the basic occlusion test and unable to prime during the prime test. Unable to determine the root cause due to insulin pump preservation. Unable to perform occlusion and excessive no delivery tests due to motor error and compromised force sensor system alarms. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked lcd window and minor scratched lcd window. Data analysis: (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away while driving. The caller stated that the cause of death was due to bad heart and blood glucose. The caller stated that the customer had diabetes complications and heart disease. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors, however, the caller did not know whether the customer was wearing a sensor at the time of death or not. The caller agreed returning the insulin pump for analysis.